Event description:
A report was received that the patient was experiencing aching stimulation all over her body. The physician did an x-ray and thought the lead was fractured. X-ray also showed that the contacts were displaced on the lead. The patient was referred to multiple physician regarding the next course of action.

Manufacturer narrative:
Additional information was received that the patient underwent a paddle lead revision. The physician wasn't able to retrieve a contact of the paddle lead and it remains implanted in the patient. The patient is doing well following the revision.

Manufacturer narrative:
Additional information was received that the physician was unable to contact the patient and at this point no further course of action will be taken. It is indicated that the device will not be returned for evaluation as it remains implanted in the patient; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing aching stimulation all over her body. The physician did an x-ray and thought the lead was fractured. X-ray also showed that the contacts were displaced on the lead. The patient was referred to multiple physician regarding the next course of action.

Event description:
A report was received that the patient was experiencing aching stimulation all over her body. The physician did an x-ray and thought the lead was fractured. X-ray also showed that the contacts were displaced on the lead. The patient was referred to multiple physicians regarding the next course of action.